Manufacturer narrative:
(B)(4). Additional information: the complaint was not confirmed. No device malfunction or use error was identified, as no sample was returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of knot at exit site and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had a knot at exit site. On an unreported date in (B)(6) 2012, the patient experienced peritonitis due to knot at exit site. On an unreported date in (B)(6) the patient was hospitalized for about 5 days for an unknown reason. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. Per the patient, knot at exit site may have been related to a bile infection and/or leakage.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.